Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). The customer stated that there was no difference in results when serum or plasma sample was used and were centrifuged for 3 minutes at 5000 revolution per minute (rpm). Quality controls (qc) were within specifications on both instruments. A siemens customer service engineer (cse) was dispatched to the customer's site. The cse checked the probes, sample reagent 1 (r1), sample reagent 2 (r2), the heterogeneous module (hm) pump heads and the wash probe. The cse replaced the sample probe tip and cleaned the reagent drains. The cse ran chemical wash multiple times. The instrument is operational. A siemens headquarters support center (hsc) specialist reviewed the event data which indicated that no maintenance was performed on the instrument. The data is consistent with a sample specific issue causing false elevation. Spinning tubes at that speed and time increases the frequency of sample integrity issues, which can potentially cause elevated troponin (ltni) values. Hsc recommended that the customer follow the centrifugation procedures outlined by the tube manufacturer to ensure proper sample preparation for testing. The cause of the sample being centrifuged outside of tube vendor specifications is failure to follow instructions. The cause of the discordant, falsely elevated ltni results is unknown. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
Discordant, falsely elevated cardiac troponin I (ltni) results were obtained on a dimension xpand plus with hm instrument. The discordant results were not reported to the physician(s). The same samples were repeated on the same instrument, resulting similar. The same samples were repeated on a point of care (poc) instrument, resulting lower and as expected. The alternate instrument results were reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely elevated ltni results.